Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was in intensive care unit due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 684 mg/dl. The customer¿s blood glucose level at time of incident was 100 mg/dl, over 600 mg/dl and over 700 mg/dl. The customer was treated with insulin drip and fluids. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08805 inches. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries.